Manufacturer narrative:
(B)(4). The customer indicated a "paddle connector fault". A paddle connection issue is indicative of a condition that could impact the delivery of therapy. There was no report of pt involvement or adverse pt impact. The customer was advised that this device, which was manufactured in january 1995, has been out of support since (B)(6) 2006. Parts and service are no longer available. We are unable to determine the cause of the customer's reported symptom, since the device can no longer be evaluated/repaired.

Event description:
The customer indicated a "paddle connector fault". A paddle connection issue is indicative of a condition that could impact the delivery of therapy. There was no report of pt involvement or adverse pt impact.